Manufacturer narrative:
(B)(4). Date sent: 09/24/2021. Additional information was received: according to sales rep information, the correct alert date is 20, july 2021 h11: corrected data = b4. The initial medwatch was sent on august 9, 2021; (mwr-0608-2021-0001013682).

Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, stapler did not release the staples during shooting, only cut. There were no patient consequences.